Event description:
It was reported that this inflatable penile prosthesis stopped working. The patient presented in-clinic and device evaluation determined that the pump had collapsed, indicating an empty reservoir; therefore, a surgical procedure was performed, during which all components were removed and replaced. No patient complications were reported.

Manufacturer narrative:
Additional information updated: b1: adverse event/product problem b2: outcomes attrib to adv event b5: describe event/problem b7: other relevant history d6b: explant date c2/d10: concomitant product/therapy h1: type of reportable event h6: impact codes corrected h6: device codes. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis. Worked well until (B)(6) 2021 when, in the office, it was reported that it no longer worked. The patient returned to the physician office wanting the device replaced. The physician identified that the pump was collapsed, which indicated an empty reservoir. No patient complications were reported. A future revision is scheduled for (B)(6) 2024.